Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited unstable thresholds, micro dislodging and couldn't connect to the tissue. The lead was explanted. No patient complications have been reported as a result of this event.